Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the balloon burst at less than the working pressure and was leaking liquid. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation resultst: he returned cre wireguided dilatation balloon was analyzed and a visual examination that the balloon and catheter of the device found no damages. Functional analysis was performed and the balloon was inflated without a problem however, the balloon would not hold pressure due to a pinhole in the proximal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 67mm from the tip. With all the available information, boston scientific concludes the reported event was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. It is possible that factors encountered during the procedure, such as the interaction with any surface during the procedure, could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the balloon burst at less than the working pressure and was leaking liquid. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.